Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm. Reportedly, there was a delay in clearing the alarm. The customer's blood glucose level was 173 mg/dl. However, at the time tandem technical support was contacted, the bg level had not yet lowered and the customer administered a manual injection.